Manufacturer narrative:
Based on the current information provided, the cause of the post-procedure pneumothorax cannot be determined. A follow up MDR will be submitted if additional information is received. A review of the site's system logs for the reported procedure date was conducted by an isi senior failure analysis engineer. Investigation revealed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported complaint. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax which required chest tube placement and hospitalization. The target nodule was in the left upper lobe and was about 0.9 centimeters in size. C-arm fluoroscopy was used for intra-procedural imaging and ultrasound bronchoscopy (ebus) was used to perform staging outside of the ion procedure. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.